Event description:
It was reported to boston scientific corporation that during preparation for a ureteroscopy procedure, the nurse opened the package of the flexiva 365 laser fiber (box 5) and observed that the fiber was bent or broken; but could not confirm which. The nurse did confirm that the package did not appear to be damaged during shipping or handling and was intact, without signs of tampering. The physician did not attempt to straighten the fiber, as he opined that the flexiva 365 fiber was unusable when he first examined it. The procedure was completed with another flexiva 365 laser fiber without any complications to the patient, who is reportedly "fine" post procedure.

Manufacturer narrative:
Device (B)(4) and (B)(4) relates to the reported event of fiber bent or broken.

Manufacturer narrative:
Visual analysis of the returned fiber revealed approximately 3.5 mm of the fiber tip was missing. The remaining exposed tip measured 0.5 mm and the pattern on the tip face was consistent with a fracture. Handling damage contributed to the event.

Event description:
It was reported to boston scientific corporation that during preparation for a ureteroscopy procedure, the nurse opened the package of the flexiva 365 laser fiber (box 5) and observed that the fiber was bent or broken; but could not confirm which. The nurse did confirm that the package did not appear to be damaged during shipping or handling and was intact, without signs of tampering. The physician did not attempt to straighten the fiber, as he opined that the flexiva 365 fiber was unusable when he first examined it. The procedure was completed with another flexiva 365 laser fiber without any complications to the patient, who is reportedly "fine" post procedure.